Event description:
A hospital in (B)(6) reported that there was a pin hole on the dry line of an rt340 adult dual-heated evaqua breathing circuit. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: only the complaint dryline was returned to the manufacturer. The complaint dryline was visually inspected. Results: the visual inspection revealed a hole approximately 10 cm away from the connector. A lot check could not be performed as no lot number was provided. Conclusion: it was identified that damage to the rt340 dryline tube could have been caused during the manufacturing process, although it is not a batch related issue. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).